Event description:
The customer returned this handpiece with the report that it was making a high pitched sound during use. There was no report of patient involvement, injury, or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the handpiece for evaluation, and during testing found that the device exceeded the manufacturer temperature specifications. Further investigation found worn bearings in the collet and rust like deposits on the rotor bearings. The handpiece instruction manual warns the user of the following: prior to each use, the microchoice elite high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury or the patient or operating room personnel.